Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Yeast infection - vagina [vulvovaginal mycotic infection]. Tampon leaving cotton in vagina [foreign body in reproductive tract]. Ph balance disrupted - vagina [vaginal ph abnormal] . When removing tampons, large amounts of cotton have been hanging out of my vagina [complication of device removal]. Large amounts of cotton (hanging out of my vagina) [device breakage]. Tampon leaking from bottom [device ineffective]. Case narrative: consumer reported via e-mail that large amounts of cotton from the tampon have been hanging out of her vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Yeast infection - vagina [vulvovaginal mycotic infection] . Tampon leaving cotton in vagina [foreign body in reproductive tract] . Ph balance disrupted - vagina [vaginal ph abnormal]. When removing tampons, large amounts of cotton have been hanging out of my vagina [complication of device removal]. Large amounts of cotton (hanging out of my vagina) [device breakage] . Tampon leaking from bottom [device ineffective] . Case narrative: consumer reported via e-mail that large amounts of cotton from the tampon have been hanging out of her vagina. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Yeast infection - vagina [vulvovaginal mycotic infection] tampon leaving cotton in vagina [foreign body in reproductive tract] ph balance disrupted - vagina [vaginal ph abnormal] when removing tampons, large amounts of cotton have been hanging out of my vagina [complication of device removal] large amounts of cotton (hanging out of my vagina) [device breakage] tampon leaking from bottom [device ineffective] case narrative: consumer reported via e-mail that large amounts of cotton from the tampon have been hanging out of her vagina. No serious injury reported.